Event description:
Health care professional reports a fiber leak noted at onset of pt dialysis session. New disposables were used and the treatment was completed without incident. The health care professional reports 150cc blood loss. The dialyzer was used 10 times prior to reported leak. The health care professional reports no pt injury or medical intervention required.